Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The customer complaint was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient was advised to disable the bluetooth, close the g5 application, reset smart device, re-enable bluetooth, and relaunch the g5 application, which was unsuccessful. Patient was next advised to insert a new sensor, which was unsuccessful. No additional patient or event information is available.